Manufacturer narrative:
(B)(4). Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 01074; 0001526350 - 2022 - 01165. The results of the investigation are as follows: review of the most recent repair record determined that the cutter did not pass the sample mesh test. The collars and gears were replaced. The cutter was returned to the customer. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the derma carrier doesn't advance through the mesher. The washer and blade stabilizer is crooked and bent, which does not hold the blade collar in place on the gear side of the mesher. Incomplete mesh on the side with the gears. During the investigation it was found that the cutter did not pass the cut test. The event did not occur during surgery. There is no patient involvement or harm. No further event information available at the time of this report.